Event description:
It was reported that bd vacutainer® serum blood collection tubes had a red cell ring and insufficient additive. The following information was provided by the initial reporter: "it was reported that after being centrifuged, there is a thin film of blood on the sides of the tube. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received 6 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed, however this product does not contain additive so insufficient additive was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for red cell hang up or insufficient additive was not observed. The bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The IFU for this tube type indicates that the tube must be allowed to clot for a minimum of 60 minutes before centrifugation to allow proper clot formation. The customer has indicated a clot time between 30 and 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Technical services has informed the customer of the clotting time inadequacy and provided documentation. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell hang up based on photos only. This complaint was unable to be confirmed for insufficient additive. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a red cell ring and insufficient additive. The following information was provided by the initial reporter: "it was reported that after being centrifuged, there is a thin film of blood on the sides of the tube."